Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 her blood glucose, carbohydrate intake and insulin history. (B)(6). At 7:00 pm the pod was deactivated and she noticed the cannula was kinked upward in a 45 degree angle. Attempts were made to contact the user to provide additional information. Messages were left, but she did not return the calls.